Event description:
A report was received the patient had experienced cramps and weakness during the trial. The physician felt the pressure from the epidural trial lead and stenosis were causing issues. The patient¿s trial lead was pulled out.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.